Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Device evaluation: one device was received for evaluation. Visual inspection found broken bottom housing, broken top housing, and broken plunger case. A ¿primary audible alarm post alarm was found multiple times in the event history log. Functional testing was unable to duplicate the reported problem; however, it was verified in the ehl. As a preventive measure the speaker was replaced. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.

Event description:
It was reported that the device exhibited a ¿primary audible alarm post¿ message. There was unknown patient involvement.